Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited p-wave oversensing on the right ventricular (rv) lead. It was also noted that pacing inhibition and intermittent loss of capture occurred. The patient experienced less than 2 seconds of asystole. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.